Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply lines of the homechoice cassette and the supply bags that led to this alarm. The patient noted this when they were able to tighten the connections to the bags. The technical service representative assisted the patient with cycling power to clear the alarm and explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.